Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 400 mg/dl. Troubleshooting was done and the customer successfully primed after disconnecting and reconnecting the tubing and reservoir but when reinserting the reservoir and running manual prime, he received a no delivery alarm. The customer declined troubleshooting for high blood glucose and stated it was due to running out of insulin and that he already got a full reservoir. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.no excessive no delivery alarm noted. The insulin pump was received with normal operating current and passed the self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.